Event description:
The physician attempted closure of a right femoral arteriotomy with the closer tsl 6fr device. Marking, needle deployment, suture harvest and device removal were normal. As the physician was advancing the knot into the subcutaneous tract, the suture loop pulled out with a small amount of tissue attached. After placement of a 4fr catheter in the left groin a total occlusion of the right common femoral artery was visualized. A surgeon was consulted and the pt taken to the or. The surgeon had difficulty locating the original access site. It was then noted that a side branch was pierced 2-3 mm above the opening into the common femoral artery. There was an intimal layer which appeared to have "bunched up", possibly when the sheath was inserted. Surgical repair was completed and the pt recovered without further incident. Field reports indicate that the physician understands that the access site was inadequate from the beginning, and that this probably contributed to the creation of an intimal flap which then occluded the artery.